Event description:
The account stated that the results from the architect iron assay are non-reproducible. For patient #1, the initial result = 12 ug/dl, the sample was then tested in duplicate and both results were 43 ug/dl. The account states the initial result which is too low is the incorrect result. There was no impact to pt management reported.

Manufacturer narrative:
(B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer was complaining of iron reproducibility issues. Maintenance was up to date. Customer using clinical chemistry iron, ln 7d68-30, exp 10/30/2008 and iron/mg calibrator, ln 1e69-03, exp 6/9/2008. It was later identified the customer was using expired calibrators when the suspect results were generated. Review the clinical chemistry iron/ magnesium calibrator package insert commodity #(B)(4)was performed. Page 1, "warnings and precautions" section states; "do not use components beyond the expiration date". Review of the abbott metric reports indicated no similar complaints were found. This is the final report.